Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced six seconds pause on telemetry. The left ventricular (lv) lead is a non bsc lead. The crt-d had a right atrial port plugged. The rv lead is subthreshold and a possible loss of capture (loc) was suspected. Furthermore, the lv lead had an unsuccessful lv threshold. It was discussed that the lv lead may have been inhibiting pacing. Presenting electrogram shows bi ventricular pacing with some lv offset. Turning off the lv sesngin or decreasing atrial gain control feature was recommended for this system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction of the impact codes: h6 field if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced six seconds pause on telemetry. The left ventricular (lv) lead is a non bsc lead. The crt-d had a right atrial port plugged. The rv lead is subthreshold and a possible loss of capture (loc) was suspected. Furthermore, the lv lead had an unsuccessful lv threshold. It was discussed that the lv lead may have been inhibiting pacing. Presenting electrogram shows bi ventricular pacing with some lv offset. Turning off the lv sesngin or decreasing atrial gain control feature was recommended for this system that remains in service. No adverse patient effects were reported.